Manufacturer narrative:
It was confirmed that the most likely cause of the damage is due to the liner being misaligned when being placed in the shell. There is evidence of external sphere damage opposite the heavy liner rim damage, showing that the liner was misaligned in the first instance. Review of device history records found these units were released to distributor with no deviations or abnormalities. Visual inspection found abnormal impact damage and scratches and marking of the inside and outside of the liner. The scratches were in one direction and slightly curved as if impacted with a ball impactor. Blood like substance is still present under the damaged surface. The cmm data was reviewed as well as the self-inspection sheets which follows the liner through the different stages of production and handling. No discrepancies were found with the manufacturing, inspection or cmm inspection records. Insufficient information provided. Unable to perform a compatibility check.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.the following sections could not be completed with the limited information provided.

Event description:
It was reported that the tip of the liner fractured. There was no patient involvement or delay in a procedure reported as a result of the event.